Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, during charging, on the preparation stage, the handle failed to charge and the battery charger was flashing red. A new handle and charger were used to resolve the issue. There was no patient involvement. It was noted when the sales representative checked the operation of the power handle, the red light was found to illuminate. It did not recover even though it was re-inserted several times. Medtronic's initial evaluation of the incident is that both battery cells were found to be vented.